Manufacturer narrative:
Citation: alushi b. Pulmonary hypertension patients with severe aortic stenosis: prognostic impact after transcatheter aortic valve replacement. Jacc: cardiovascular imaging. 2019; 12(4). Doi: 10.1016/j.jcmg.2018.02.015. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding pulmonary hypertension impact on short, mid, and long-term patients with transcatheter aortic valve replacement for severe aortic stenosis. All data were collected from multiple centers between march 2009 and january 2015. The study population included 617 patients (predominantly female, mean age 81 years ), an unspecified fraction of which were implanted with medtronic corevalve (no serial numbers provided). Among all patients long-term all-cause and cardiovascular mortality occurred in 172 and 51 patients, respectively. Based on the available information medtronic product was not associated with the death(s). Among all patients, adverse events included: arrhythmia requiring a permanent pacemaker implant, stroke, transient ischemic attack (tia), and myocardial infarction (mi). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.